Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, some keys on the keyboard were not working. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some keys on the keyboard were not working. A technical support specialist remotely reinstalled the keyboard drivers. The customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.